Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm, which occurred on the homechoice (hc) during use during prime. The technical service representative (tsr) found in the alarm log the hp had a system error 2240 and a system error 2367 prior to trying to prime the hc 5 times. The hp was connected during this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated they were aware of the occurrence on (B)(6) 2011. The rn stated there were no issues with the supplies they were using that day. The rn stated they have reviewed the incident and retrained the hp. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information, the cause of the se 2240 is due to air being sucked into the disposable because the home patient (hp) was connected during priming. The cause was a use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The sample and the lot number was could not be obtained; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.